Event description:
Report rec'd from (B)(6) stating that the device was overheating after two minutes of use. It was reported that the device was not used in surgery. It is unknown if medical intervention occurred. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).